Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix fully retracted and blood visible in it. Helix appears bent. Damaged at implant. Helix is sticky when extending, but operates within specification. (B)(4).

Event description:
It was reported that during an implant procedure the physician tried to reposition the lead and the helix was blocked. Another lead was implanted. No patient complications have been reported as a result of this event.